Manufacturer narrative:
During quality investigation the complainant's complaint was duplicated. Further investigation revealed a faulty drive shaft, bearing and motor assembly. The motor was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core universal driver was sent in for repair due to overheating. There was no pt involvement; no adverse consequence was reported.